Event description:
It was reported that during a prostate procedure at (B)(4) joules of use and 26:00 minutes, the customer indicated that "the fiber became loose within the metal cap nothing detached. Cap remains attached to fiber." Reportedly, "prostate stones were an issue". The procedure was completed with a second fiber. Total joules used (B)(4). Patient outcome: ¿ok¿ reported. There was no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the cap remains attached to the fiber; the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits severe detritus adhesion; the metal cap adhesion location exhibits burnt glue. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "fiber cap detachment" could not be confirmed; a fiber/glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.